Event description:
The pt had an intracranial hemorrhage (ich) when the deep brain stimulator was initially placed. The pt had multifactoral gait instability secondary to the ich, neuropathy and parkinson's disease. The pt had a fall with loss of consciousness and broke his hip. Please see mfg report # 3004209178200808572 and 3004209178200808575. The hcp attributed the fall to the ich and parkinson's disease and not to deep brain stimulation therapy. The hcp reported the pt outcome as a serious injury - recovered with sequela.